Manufacturer narrative:
Product complaint #: (B)(4). Month and day unknown. Only year (2018) is known. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were there any patient consequences? They had not said any patient consequences to me. They noticed that problem and fixed it during the operation.

Event description:
It was reported that during an unknown procedure, after firing our ecs29a the surgeon noticed, that one staple pushed through from the tissue on the staple line.

Manufacturer narrative:
Product complaint (B)(4). Batch # p57m8e. Device evaluation summary: the analysis results found that the ecs29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.